Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a slice at the fantail region and cuts in the silastic overmold on the top cover and bottom cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The residual gas analysis test was compromised while attempting to measure internal gas composition. Based on internal visual inspection and the presence of moisture getter, it is determined that this device was hermetic. The failure of this device is attributed to an electrode short in the electrode pocket. This version of the ultra device is no longer distributed. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.